Event description:
Patient reported unknown side rupture diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Continued: a.4: 84.5 kg. Additional, changed, and/or corrected data: a.2., a.3a., a.4., b.3., b.5., b.6., d.3., d.6a., g.1., h.11. (Both sns provided until sides are confirmed).

Event description:
Patient reported right side rupture diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade IV. Additional, changed, and/or corrected data: b5,, d4, d6b, h4, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported right side rupture diagnosed by MRI. Physician late reported capsular contracture, baker grade IV. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening and missing assessed as inconclusive. Capsular contracture: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.11.

Event description:
Patient reported unknown side rupture diagnosed by MRI. Device remains implanted.